Event description:
A physician assistant reported that he noticed green laser flash during a surgical procedure. He stated that they did not know that there needs to be a filter on the observer scope. There was no reported harm to the physician assistant. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).